Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. This event occurred upon power up in the intensive care unit. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. However, during previous services, the main batteries and battery harness were replaced. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.